Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high"; specific value was not provided. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer was driven by neighbor to the emergency room. Customer was subsequently admitted to the hospital and treated intravenous fluids of saline and insulin. Additionally, customer was reportedly treated for dehydration; cause and nature of treatment were not provided. Customer was discharged 12 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.